Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. He reported that the console displayed an error code during use while the procedure was "on pump." It was reported the unit would not pass self-test diagnostics when they cycled power after the initial failure. Follow-up with the perfusionist to obtain additional information on patient status was not successful. The complainant restated that "on pump" meant being on cardiopulmonary bypass while utilizing a pump to support the patient normal physiology and they were utilizing the system to stop the heart to facilitate surgery. It is unknown if there were patient complications due to the reported event. The console has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
The console mechanism was disassembled and the motor driver pcb was tested. The bc cam circuit was the issue found. The motor driver board that was removed from this console was checked and it was found that u28, pin 11 had a bad output on the cam_56 circuit. A new board was installed and the pump was reassembled. The console passed all further testing.